Event description:
Attorney reported: in 2009--the pt presented to his physician with complaints of severe pain and discomfort with a recurrent inguinal hernia. That the pt was advised to have surgery to repair the inguinal hernia. One month later--that the pt underwent a second surgery to repair the mesh of the pt's inguinal hernia. That the kugel mesh hernia patch used in the original surgery to repair the pt's inguinal hernia failed and was otherwise unfit for the purpose it was used for, resulting in the pt incurring physical damage, bodily injury, and additional surgery. "It is inferred that the date of the implant of the mesh was the day of complaint.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.